Event description:
It was reported that patient presented to clinic after receiving a vibratory alert for low pacing impedance on the rv lead. Patient was asymptomatic. The lead was capped on (B)(6) 2017 and a new rv lead was implanted. Patient is stable before, during and post procedure.